Event description:
A review of service data detected a reportable problem. During servicing of battery charger/modem sn (B)(4), the battery charger was resetting. The last patient to use this battery charger did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon eval the charger was continually resetting. The cause for the resets was isolated to a defective y1 crystal oscillator. The root cause for the defective y1 oscillator could not be positively identified. No adverse event resulted from the defective battery charger/modem. The last patient to use this battery charger/modem did not report any deficiencies.